Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to suspected inclusion of the tibial insert in the polyethylene packaging recall. The patient¿s tibial insert was confirmed to have been packaged in a conforming evoh bag and the reported prosthesis wear could not be confirmed as neither the devices, nor images of the devices, were available. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user- and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00065. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported approximately 177 months after a total right knee replacement; the patient underwent a right knee revision to address prosthesis wear. The patient experienced pain and swelling. A revision operative report was provided. Post operative diagnosis noted failed right knee replacement with synovitis, polyethylene wear and minor osteolysis. No medical or surgical interventions were reported. The patient was transferred to the recovery room in stable condition. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g2, g3 (correct date on initial report to 09-aug-2022)., h6 investigation findings and investigation conclusion, h10, h11. H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00065. The revision reported in this event was likely the result of prosthesis wear of the tibial insert and patella after being implanted for approximately 13 years, possibly due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The cause of the prosthesis wear cannot be determined because the revised components were not returned for evaluation and no radiographs were provided. An additional contributing factor to the revision may have been inclusion of the implanted tibial insert in the packaging recall. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.